Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was replaced during the service call. The system was found to be working as intended, and put back into service.

Event description:
It was reported that the 2800 system would not fluoro during a case. No patient injury was reported.